Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm and lost sensor alarms from their insulin pump. The patient's blood glucose level was 236 mg/dl at the time of the call. The customer stated they changed the sensor but the issue was not resolved. The customer will change the transmitter to see if that will resolve the issue. No further information was provided.